Event description:
The primary controller on a css console was showing artificially elevated cardiac output on the left side. The bottom controller was activated and the cardiac output appeared as expected. The patient was switched to a backup css console. There was no patient impact. This alleged failure mode has no impact on the patient, because it does not prevent the ability of the css console to perform its life-sustaining functions, because the css console has a redundant, backup controller, and redundant system performance was not affected. The primary controller was returned to syncardia for evaluation.

Manufacturer narrative:
The results of the failure investigation are set forth in the failure investigation report attached hereto. The root cause of the artificially-elevated cardiac output was incorrect left flow and right dp/dt parameters in the wcomdu (windows cardiac output monitoring and diagnostic unit) software program. Inspection of the left clippard valve revealed that the knurled ring (that connects the two halves of the clippard valve body) was loose. The ring was tightened. Inspection of the right clippard valve revealed foreign material stuck to the spider valve gasket. This foreign material may have impeded air flow through the valve body, and would likely cause the incorrect dp/dt parameters. Small specks of foreign materials were also found in the body of the clippard valve. The right clippard valve was replaced, and the controller successfully passed all controller checkout testing. Possible source of the foreign material include the hospital air supply, as well as contamination from servicing or production processes. This alleged failure mode has no impact on the patient because if does not prevent the ability of the css console to perform its life-sustaining functions, because the css console has a redundant, backup controller, and redundant system performance was not affected. This failure mode will be monitored to determine if it exhibits an upward trend. Syncardia has completed its evaluation of this complaint and is closing this file. Summary of results: controller failed checkout for left flow and right dp/dt. Cardiac output was artificially elevated, due to incorrect left flow and right dp/dt parameters in wcomdu. Dp/dt failed on the right driveline and flow failed on the left driveline. Investigation of the cause proceeded as follows: opened the left and right humphrey valve housings and checked for debris and/or damage to the diaphragms and assemblies. The interior of each humphrey valve was clean, and free of debris. The diaphragms had been properly installed and were not damaged. Reassembled the humphrey valves and retested controller by performing controller calibration. No improvement in operation was observed. Inspection of the left clippard valve revealed that the knurled ring (which connects the clippard's two body halves together) was loose. The knurled ring is typically finger tight as received from the manufacturer. The ring had to be tightened 1 1/2 turns until "finger tight" was met. The controller was retested by performing the controller calibration. The characteristics of the left flow waveform were improved, however, right dp/dt was still too low. Next, the body of the right clippard valve was disassembled for inspection. Inspection of the valve's interior revealed a foreign material stuck to the spider valve gasket. This foreign material may have impeded air flow through the valve body. This would likely cause the observed dp/dt failure mode. Small specs of foreign material were also found loose in the body of the clippard. The right clippard valve was replaced. The controller was retested and passed all criteria. Because the clippard valves had foreign material in them, the air lines and tygon tubing going to and coming from the clippards were inspected for the same foreign material. All air lines were free of any debris. The humphrey valves were disassembled in the course of this investigation but did not reveal any foreign material. The extent of contamination was limited to the clippard valves. Overall conclusions: this investigation has shown that the only faulty components in the controller were the left and right clippard valves - the left clippard because of a loose connecting ring and the right because of foreign matter inside the valve body. All other pneumatic components that share the same air source as the clippards were checked for any foreign substance, but none was found. Possible sources of the debris include the hospital air supply as well as contamination from the servicing or production processes. The port inside the clippard valve is the smallest orifice in the css so it is likely that the debris only made it to this point in the pneumatic system and no further.